Event description:
Customer states the compact plus system displayed e- and an alpha character, which is not an expected display with this meter. No adverse event reported. Requested return of suspect device and replacement was sent.